Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Availability of sample is unknown at this time.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 3 of 4. (B)(4) had the hp recycle power and advised the hp would need to start over with new supplies or do a manual exchange. The hp would do manual exchange. (B)(4) advised the hp to contact the peritoneal dialysis registered nurse (pd rn) and inform the pd rn of the se 2240. There was no serious injury or medical intervention indicated at the time of the initial report.

Event description:
During follow up, the hp stated that there were no abnormalities and that she just started over with new supplies and everything was fine. The hp stated that she did notify her nurse.